Event description:
A report was received via social media that the patient underwent an explant procedure due to an infection. No further information could be obtained.

Manufacturer narrative:
The location of the explanted device is not known.

Event description:
A report was received via social media that the patient underwent an explant procedure due to an infection. No further information could be obtained.